Event description:
It was reported that as the surgeon was doing discetomy, part of the t-handle broke off.

Manufacturer narrative:
Method: device not returned; results: the IFU for instruments states the instruments may fracture depending on the number of times they are used as well as the precautions taken in handling, cleaning and storage. This device was greater than 4 years old at the time this event was reported. A materials analysis performed concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. Conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
It was reported that as the surgeon was doing discectomy, part of the t-handle broke off.